Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had two years remaining longevity. After six months, noted to be at elective replacement indicator (eri). Boston scientific technical services (ts) then discussed how energy usage bins are used by this device to calculate remaining longevity and that it is possible that the autocapture was playing a role. The patient was scheduled for replacement. As of this time, this pacemaker remains in service. No adverse patient effects were reported.